Event description:
On (B)(6) 2012, the patient contacted animas and reported that several attempts were made to unlock the pump using the up arrow and down arrow keypad buttons and was unsuccessful. There was reportedly no damage to the keypad and no evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and used a damp cloth to clean the pump. It was also noted that the patient used a small drill bit to clean the vent hole. The user guide states not to use sharp instruments to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that there was no defect found. The pump operated per manual. The "unlock" the pump, the pump must be woken up prior to holding the up and down arrow keys.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.